Event description:
Report received of an underdelivery. The pump was programmed to deliver an unspecified concentration of natrecor. No further programming parameters were provided. The infusion was initiated by a homecare nurse and disconnected later that day by the patient's spouse. Reportedly, for the past 4 weeks, the patient has not received all of the natrecor infusion. When the natrecor was expected to be completed, the spouse discontinued the natrecor and discarded the tubing and the container. The amount of solution remaining in the container was not provided. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.